Event description:
After induction and intubation, there ws difficulty ventilating the pt. She was initially treated for severe bronchospasm. Subsequently, a white luer-lock cap was discovered occluding a sampling elbow of the anesthesia breathing circuit. The pt suffered no desaturation nor underventilation.